Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt received a "controller fault" alarm on his system controller. The pt exchanged the system controller without difficulty or symptoms. During the MFR's initial investigation of the returned system controller, it was found that the device would not operate a test pump.